Manufacturer narrative:
The device was returned to the manufacturer in a condition suggesting use in the field. The device was submitted to full functional testing and presented no errors, but the tissue pad had been separated from the device as the account claimed. The tissue pad was returned separate from the rest of the device, in a small bag with clumps of charred contaminants and hair amongst it. In addition to this, the blade of the device has blue oxidization marks present along with smoothed edges consistent with melting damage. The charred contaminants that were packaged with the returned device, in addition to the melted sections of the tissue pad, indicate that the instrument was being activated for long enough to reach a high temperature. The damage that the harmonic scalpel incurred appears that it may have been a result of misuse in the field, as the firing mechanism was being activated long enough to melt the tissue pad, significant portions of flesh, and the blade of the device itself.

Manufacturer narrative:
The device has not yet been returned to the manufacturer at the time of this report. A supplemental form will be sent once the evaluation is completed if the device is returned. The device history report was unable to be reviewed as the lot number given was not correct.

Event description:
It was reported that during a bilateral salpingectomy procedure, the device began to work improperly and the plastic pad on the tip of the wave fell off. Part of it went into the patient but was retrieved. The technician picked up the plastic pad and reported that it was very hot to the touch. There was no patient harm or consequences.